Event description:
It was reported that the patient with this ambicor penile prosthesis (app) presented with a distal erosion of the glans. The app was removed and a tactra malleable prosthesis was implanted on one side. The physician believes a surgical procedure, rather than the app, caused the erosion. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) presented with a distal erosion of the glans. The app was removed and a tactra malleable prosthesis was implanted on one side. The physician believes a surgical procedure, rather than the app, caused the erosion. There were no further patient complications.